Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Event description:
Consumer complaint of low blood glucose results. Performed blood test - 124 mg/dl, customer just had orange juice because just before call, result was 24 mg/dl fasting. Results from memory are as follows: (B)(6) at 7:13 a 27 mg/dl, (B)(6) at 7:12 a 28 mg/dl, (B)(6) at 11:28 p 119 mg/dl, (B)(6) at 7:03 p 145 mg/dl, (B)(6) at 2:28 p 190 mg/dl. Caller states his glucose is normally 80 mg/dl - 90 mg/dl. No adverse event reported.